Event description:
It was reported that a piece of paper was found inside a 150ml all-in-one bag. It was not specified when this was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter healthcare for further evaluation. A visual inspection was performed and a small piece of paper was found inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.